Event description:
On (B)(6) 2011, pt reported when he pushes the buttons on the side of the infusion device they do not respond. Pt stated, the issue occurred about a week ago. Pt reported both buttons on the infusion device are affected. Pt stated, he was attempting to bolus when it occurred and he noticed it when attempting to press the buttons. Pt reported, the infusion device screen would not change. Pt stated, the button will pop back up. Pt reported, he was aware of the infusion device recall but the buttons had been working okay up until a week ago. Pt is currently on his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.